Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The complaint was confirmed. The flow sensor and circuit board were replaced to address the reported issue.